Manufacturer narrative:
Manufacturing date from april 25, 2016 to april 26, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a ruptured bladder at the end of infusion. The patient was treated with 3 g of meronem and 250 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.